Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced an elevated blood glucose (bg) level of 600 (mg/dl). Customer administered insulin injections to treat bg levels. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to change the infusion site, and to consult with health care provider to discuss diabetes management.